Event description:
It was reported there was no telemetry between rf (radio frequency) head and the device. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported event, however one solder joint was found cracked on the radiofrequency (rf) head connector. It was also noted that the system fan was noisy and the tab on the power cord bay door was bent. Concomitant medical products: product ID: 2067, rf (radio frequency) head. Product ID: 229047, analyzer. (B)(4).